Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and no additional information was received.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: ios / ios_iphone xr / 3.5.1 / ios_18.5.